Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device activate itself. There was regrasp alert but no end tone. When the ratchet was grasped after the operation time has passed, sealing was unable to be performed. Sealing completion tone was heard when it was not grasped. There was no patient injury.